Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycaemia, ketones and vomiting. The customer's blood glucose level was 350 mg/dl and was treated with insulin. The customer¿s other blood glucose was 73 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was unable to complete the carelink upload. The customer alleged that the insulin pump was under delivering. The insulin pump failed the high pressure test. The customer was advised to revert to the back-up plan. The reservoir will not be returned for analysis.